Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products: carto 3 system (catalog # fg540000, serial # (B)(4)); smartablate generator (catalog # m490007, serial # (B)(4)); smartablate pump (catalog # m490008, serial # (B)(4)); thermocool smart touch bidirectional catheter (catalog # d132704, lot # unknown). Manufacturing ref # (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia (idvt) with a soundstar eco 8fg ultrasound catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient¿s blood pressure dropped and cardiac tamponade was confirmed. Pericardiocentesis yielded 450cc of fluid. Patient fully recovered with no residual effects. Extended hospitalization was required as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the uls catheter perforated the left ventricle (lv). There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a suspected st. Jude medical/t brk transseptal needle. There¿s no information regarding the sheath used. Generator parameters at the time of injury included power control set to default settings. Power was not titrated during ablation. Overall ablation time and last ablation cycle time at the site of injury are unknown. Irrigated catheter flow was set at standard parameters: 15ml. Patient received anticoagulant during the procedure. The activated clotting time (act) is unknown. The spi value is unknown, the smart touch catheter was not in proximity with another catheter and it was zeroed after initial warm-up phase post catheter connection to the carto 3 piu.

Manufacturer narrative:
On (B)(6) 2018, additional information regarding the event was received from the bwi representative indicating in the original complaint description it was reported that the physician felt that it perforated the left ventricle. This is incorrect. The physician felt that the ultrasound catheter perforated the right atrium. It was also noted that the ablation occurred in the left ventricle and it is possible that the ablation catheter could have perforated the left ventricle- this was the bwi representative's conjecture but not he physician¿s opinion. As such, this event will remain reportable under the ultrasound catheter only. Manufacture's ref # (B)(4).